Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility's educational services representative reported to baxter (B)(4) that a one-link microbore catheter extension set came apart and separated where the tubing connected to the winged hard plastic piece that the one-link screws on to. There was a patient connected, who in his confused state, walked away without his IV. The tubing disconnected and then the IV also dislodged, so the patient required an IV restart. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection was performed revealing that the tubing had separated from the one-link outlet port. Closure visual inspection of the tubing end showed there was evidence of some stress or damage. The reported condition was confirmed. The root cause can be attributed to user error since the patient decided to walk away without his IV, thus separating the tubing. Additional information: a labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be performed as the lot number is unknown. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.